Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4): secondary surgical intervention, lens was exchanged for new lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to the lens having a little crack after the implantation. The lens was exchanged on (B)(6) 2017 for a new lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a centrifuge vial with clear surgical residue/debris on product. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).

Manufacturer narrative:
Previous description stated: the lens was exchanged due to the surgeon discovered the original lens had a crack after implantation. Problem was resolved. Corrected description: after the lens was implanted, it rotated. When attempting to reposition the lens, the surgeon noticed the haptic had developed a crack. The lens was then exchanged with a new lens and the problem was resolved. (B)(4).